Event description:
A valiant stent graft system was implanted for the treatment of a fusiform thoracic aortic aneurysm in zone 3. Follow-up CT was carried out and endoleak was confirmed. Type iii endoleak was suspected. It was reported that the patient had a follow up CT and an endoleak was confirmed. It was suspected to be a type iii endoleak at junction site, and angiography was carried out for the junction site but there was no issue. Angiography was carried out for proximal side of the 34x34x100, and the endoleak was confirmed. It was determined to be leak from the stent graft, a type iii endoleak fabric. A valiant 36x36x150 was implanted from the same position as the proximal 38x38x150. Ballooning was carried out with another manufacturer¿s balloon catheter, and angiography was carried out. The endoleak was confirmed to be resolved. The physician is monitoring the patient. No additional clinical sequelae were reported. The physician commented that it has a high possibility that type iii endoleak would be caused by the damaged graft.

Event description:
A review of two returned still 3d recon images (unknown study date) revealed that two valiant stent grafts were positioned across the arch. The distal (34mm) device was placed distally into the proximal descending thoracic, and up into the start of the arch. The proximal (38mm) device appeared to have been implanted inside the 1st device and placed to just distal of the lsa. There was approximately 4 stent rings of device overlap. Contrast is seen along the inner curvature near the middle of the stent grafts. The endoleak was located near the level of the 4th covered stent of the proximal 38mm device, which is near the proximal end of the overlapping distal 34mm device. The type and cause of the endoleak could not be determined. This may be from a type iii fabric endoleak across one or both devices. A junctional type iii would be less likely since there appeared to be adequate overlap. The cause of the endoleak could not be determined from the films provided. Earlier follow-up films and images during the recent angiography were n ot available for review, and complete CT images showing this endoleak were also not provided.

Manufacturer narrative:
(B)(4).

Event description:
A review of returned CT¿s and 3d images 27 months post-implant revealed that 2 valiant stent grafts were implanted into the thoracic aorta. The proximal device was positioned just distal to the lsa, and the distal device extended just beyond the arch into the descending thoracic aorta. There was approximately 7cm of device overlap. Contrast is seen near the proximal junction of the overlapping distal device, possibly coming from either the proximal device, or from the overlapping devices. This area of contrast is seen near the inner curvature where the stent grafts are acutely angulated approximately 90 degrees, and appears more likely to be a type iii fabric endoleak. There is also calcification observed within the taa near the stent graft angulation and the probable endoleak location. The maximum diameter taa measures 6.7cm. The stent graft proximal od of the most proximal device measures approximately 34mm, within the taa measures 33mm, and at the distal end of the most distal device is 32mm. The stent graft lumens are patent. The exact cause of the likely type iii fabric endoleak is unknown. It is possible that this may have caused by spring abrasion due to placement within the angulated anatomy. Potentially, the observed calcification seen near the endoleak may have also contributed. 3d reconstruction revealed a probable type iii fabric endoleak from the proximal device, with no evidence of any stent fractures. The type iii fabric endoleak is possibly associated with the adjacent large calcium deposit compressing the proximal device stents.